Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up approximately four months post implant, telemetry issues were identified. It was noted that data was unavailable on the device, which was still in "implant detection mode". The device could not be programmed. Diagnostic testing was performed and the device remains in use. Patient will return for further follow up in the future. No patient complications have been reported as a result of this event.